Event description:
Nurse went to access pt's wound vac & found the black sponge not compressed and no drainage in wound vac cannister. Sponge found to have a leak. Sponge reinforced with three medium pieces of tegaderm sponge compressed & drainage began to go to cannister. Wound vac never alarmed & pressure was 125 mm.